Event description:
Patient's co-worker contacted dexcom technical support on (B)(6) 2014 with a question concerning his own device. While in contact with dexcom technical support, he claimed that on (B)(6) 2013 patient had passed away in bed due to a hypoglycemic event. Dexcom spoke with patient's endocrinologist on (B)(6) 2014. He stated he did not know the cause of death. He said patient's daughter found patient in bed. Patient's endocrinologist said that patient also suffered from three vessel heart disease in addition to diabetes. Dexcom is attempting to get in contact with patient's daughter for more information about patient's cause of death. On (B)(6) 2014 and (B)(6) 2014, dexcom's in-house physician (executive director clinical affairs) attempted to contact patient's endocrinologist for more information concerning the event, but was unable to connect with him. Dexcom will submit a follow up if more information is received.